Event description:
During an atrial fibrillation procedure, air bubbles were noted. The filling port at the connection between the pump to the catheter was damaged, and the catheter could not drain water when used; bubbles were seen. Another catheter was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter was received with the luer hub detached from the irrigation tubing. No visual anomalies were noted at the catheter distal tip. A guidewire was inserted into the irrigation tubing throughout the length of the device with no obstructions noted. Additional functional testing was not possible due to the missing luer hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.